Event description:
It was reported that while surgeon was performing a left primary hip surgery, when the surgeon called for accolade 2 implant, the nurse opened the 1st peel pack and noticed a hair on top of second peel pack. The implant was not used and another implant of same size was opened and used to complete the case. There was no surgical delay or adverse consequence as a result of this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while surgeon was performing a left primary hip surgery, when the surgeon called for accolade 2 implant, the nurse opened the 1st peel pack and noticed a hair on top of second peel pack. The implant was not used and another implant of same size was opened and used to complete the case. There was no surgical delay or adverse consequence as a result of this event.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device was returned without its outer carton. The outer blister is opened and underneath lies a dark colored hair approximately 35mm in length. The inner blister is fully sealed. The origin of the hair cannot be confirmed. There is no indication available at this time to confirm that it is manufacturing related. The gowning procedures for the cleanroom requires the use of a full body kit suit . The cleanrooms in stryker orthopaedics cork are to iso class 8 standard, and garbing exceeds the requirement for iso class 8 cleanroom environments.